Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was between 582-600+ mg/dl. Customer was unable to troubleshoot for high blood glucose. Assisted customer with the rewind and priming set na d reservoir process. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.